Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) implant was completed with successful induction testing. The patient was admitted to the hospital overnight, then the following morning complained of left shoulder pain. Upon evaluating the patient, a shoulder subluxation was detected. The shoulder was repositioned back into place and the patient was treated with a sling. At the time of discharge, the patient denied any pain. No further issues have been reported.